Event description:
On (B)(6) 2021 I had a CT scan with contrast. One hour after getting home I began to cramp which progressively got worse. After taking tylenol I fell asleep. About 3:00 am I woke up and went to the bathroom and passed out hitting my head, face, neck and shoulder (left) I suffered a black eye. I am still suffering from back spasms and headaches. FDA safety report ID# (B)(4).